Event description:
It was reported that the patient presented in the hospital after receiving multiple shocks. Noise was observed on all channels which led to oversensing and inappropriate shocks. The device was explanted and replaced due to the anomaly in the sensing circuit. All leads tested normally through psa and new device.

Manufacturer narrative:
The reported noise and inappropriate therapy delivery was confirmed in the laboratory. Bench testing found high frequency noise was present on all channels due to oscillating voltage from an anomalous hybrid component connection. The root cause of the reported noise and inappropriate therapy delivery was an anomalous hybrid component connection.